Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient missed a low alert on the g6 mobile application. The patient reported that while at work, she passed out and had a seizure. Her coworkers gave her soda, a protein bar and called the paramedics. Her blood glucose (bg) per emergency medical services (ems) was 35 mg/dl but her continuous glucose monitor (cgm) displayed 65 mg/dl. No additional medical intervention was provided by ems. Once she became responsive, she stated that she had not received any alerts prior to the event. At the time of contact, the patient was doing well. Data was provided for investigation. A review of the data could not confirm no low alert on the mobile application. The probable cause could not be determined. No additional patient or event information is available.